Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot numbers and cartridge serial numbers were not provided.

Event description:
Customer reports receiving potential false negative results using the cue covid-19 test for home and over the counter (otc) use (reader sn (B)(6)). Customer did not provide exact frequency, dates of testing, cartridge sn's or lot numbers. Customer states their cue reader has never returned a positive result, even when they test positive with other brands of covid-19 tests (brand/manufacturer, dates of testing, frequency not specified). Although requested, customer did not respond to technical supports three attempts to obtain further information.